Manufacturer narrative:
Evaluation summary: one device was return for evaluation. A review of the device history record has been performed by an no failure that may relate to the reported conditions have been noted. Especially, the records related to the mechanical testing of the textile batch (trd0774, cqr372344 and tre0021, cqr380013) were found within qa specifications. The visual examination of the provided pictures shows: image 1, 2 <(>&<)> 3 only show a specimen container with a label indicated: -the product ref. Sym2520os, -the lot number #psb1168x, -the expiration date 2023-02-28, -patients data (adm. N°, gender¿). Image 4 <(>&<)> 5 shows a paper with product ref. And patients data (the same as indicated in image 1 to 3). The reported condition could not be confirmed by the involved pictures. No pictures relative to the mesh have been provided. Each step of the DHR was found within specifications, particularly the records related to the mechanical testing of the textile batch. The DHR was found within specification as well. It should be noted that the mesh was placed using the robotic retro rectus mesh repair technique to repair a midline incisional hernia. The trocar used was 8mm x 6 and 12mm x 1. All lateral ports. The original defect was approximately 5cm. The mesh used (tem2015g) dimension are 20 x 15 cm. The product IFU which accompanies each device states in chapter ¿operating steps¿, under the section ¿rectangular mesh¿ in case of incisional hernia repair, the placement of the mesh should ensure necessary overlap beyond the wound margins, according to the surgeon¿s practice.¿ it should be noted that the mesh has been cut prior used as indicated in the mpxr and the product failed 8-10 months after initial implantation. Based on our investigation and a complaint history review, the manufacture of the device is not suspected. There is no indication that there is a defective lot or that this event represents an emerging adverse quality trend. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 8-10 months post-operative of a midline incisional hernia repair using the robotic retro rectus mesh repair technique, the device split. The patient was required recurrent incisional hernia to resolve the issue which lead to new hospitalization.